Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 16, 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the metal stent was kinked when it was attempted to be deployed. Reportedly, the stent was removed from the patient partially deployed on the delivery system and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked (deformed). Block h10: a wallflex biliary rx uncovered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. A visual examination of the returned device found the outer sheath, inner sheath and yellow jacket kinked. A functional inspection was performed and the stent was deployed by actuating the delivery system (slide the handle back along the stainless steel tube). No other issues were noted to the stent and delivery system. The reported events of stent partially deployed and stent material deformation cannot be confirmed as the stent was returned fully covered and undeployed as well as no damages were noted to the stent. Taking all available information into consideration, the investigation concluded that the reported events and observed failures may have been related to procedural factors. The kinks in the device could have caused the physician to perceive the stent as deformed; however, after the deployment during the functional inspection the stent was inspected and no damages were noted. It may be that the patient's tortuous anatomy could have caused the physician to feel resistance during the attempted deployment, limited the performance of the device and contributed to the reported events and the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the metal stent was kinked when it was attempted to be deployed. Reportedly, the stent was removed from the patient partially deployed on the delivery system and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.